Event description:
The hcp reported that the patient's pump was being replaced due to battery depletion. During the pump replacement surgery, the lumbar portion of the catheter was found to be fractured. No patient symptoms were reported. The patient recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates sufenta. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.